Event description:
The customer received questionable thyroid results for an unknown number of patient samples from the cobas e602 analyzer serial number (B)(4). The specific date of testing by the customer was not provided. Of the data provided for four samples, only the free thyroxine (ft4) result for one sample and the free triiodothyronine (ft3) result for one other sample were discrepant. (B)(4). Refer to the attachment to the medwatch for all patient data. Information concerning if the patients were adversely affected was requested, but was not provided. The investigation results were reported to the customer. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Evaluation of the calibration and qc data from the investigation did not indicate general reagent issues. As no information was provided for the customer site, an analysis was not possible. Differences between the roche and siemens analyzers for these assays can occur due to the different setups of the assays, the antibodies used and the variances in reference methods.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A new sample from the patient with (B)(6) was provided for investigation. The sample was investigated for the presence of an interfering factor to the assay and no interfering factor was identified within the sample.